Event description:
It was reported that the large volume pump module over infused "asp." The asp was programmed to infuse over 3 hours. Per protocol, the asp was to infuse over 3 hours +/- 20 minutes. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of an over infusion of asp was not confirmed during a review of the log or replicated during testing of the suspect pump module. Thorough laboratory testing performed on the suspect pump module found the pump module performing within specification and having no errors or malfunctions. During testing there were no observations of unregulated flow. Set loading and unregulated flow testing observed no issues. Inspection of the suspect pump module did not observe any existing issues that may have been a contributing factor for the reported issue. Upon completion of testing, the suspect pump module was disassembled for an internal inspection. The pumping mechanism was removed from the bezel and was inspected. The bezel assembly date code was noted as march 2019 making the part over five (5) years old and is not recall affected. There were no other issues or anomalies identified during the inspection of the suspect devices. The date was reported as november 20, 2024, but the event time was not provided. The associated pcu or its logs were also not provided which prevented the ability to identify drug programming. System logs of the pump module were reviewed which has limited infusion details such as rate, volume to be infused (vtbi) and alarm events. Focusing on the last infusions administered by the suspect unit. The facility noted that the asp drug was programmed to infuse over 3 hours +/- 20 minutes. The lvp logs show an infusion from 4:00:28 pm to 6:47:52 pm, likely the event in question. The following information details the events from 3:58 pm, when the unit's channel was pressed, until 7:24 pm, when the unit was turned off. On november 20, with the suspect pump module s/n (B)(6), several events were recorded. At 3:58 pm, the channel select key was pressed, and a remote IV was received with an unidentified drug. The infusion started at a rate of 150 ml/hr with a vtbi of 421 ml. Between 3:59 pm and 4:00 pm, multiple air in line alarms and a door closed alarm occurred, causing the infusion to be restarted several times. At 6:47 pm, the infusion was completed, and the kvo (keep vein open) mode started at a rate of 10 ml/hr. At 6:48 pm, the channel select key was pressed again, and a remote IV was received with a rate of 150 ml/hr and a vtbi of 20 ml, starting another infusion that completed at 6:56 pm. This pattern repeated several times with different vtbi: 20 ml at 7:04pm, 15 ml at 7:05 pm, 5 ml at 7:11 pm, and 29 ml at 7:12 pm. Finally, at 7:24 pm, the last infusion was completed, and the kvo mode started. At 7:24 pm, the unit was turned off. These events show multiple infusions with different volumes over the period, with several restarts and changes in the infusion rate and vtbi. It was not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pump module event log. It is also not possible to determine what the fluid was within the IV container. This is not a function of the pump module event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. Inspection and testing of the incident administration set could not be performed since the incident administration set was not returned for investigation. The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: suspect pump module s/n: (B)(6) (w/o: (B)(4)). Please replace the mechanism assembly as it was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. This may be charged to dchu. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Root cause: the root cause of the reported issue of an over infusion of asp was not identified during the investigation. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the large volume pump module over infused "asp." The asp was programmed to infuse over 3 hours. Per protocol, the asp was to infuse over 3 hours +/- 20 minutes. There was patient involvement but no harm.